Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found a broken collet clamp. Fse replaced the collet clamp, cleaned and lubricated the x-arm and replaced the compression springs and lld spring on all twelve collets. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.